Event description:
Info rec'd indicates the valve was abandoned during implant when the pt came off pump and tee showed a central valvular leak. Intraoperative product inspection noted the leaflets appeared thick and would not close completely. The valve was replaced during the case with no pt complication reported.